Event description:
(B)(6) 2010, 1 day p/o lasik ou. Pt states od is a bit fuzzier than os. Pt notices eyes ache at times vsc 20/50, 20/40. (B)(6) 2010, 2 days p/o lasik ou va a little hazy and better yesterday. Vsc 20/40, 20/30. (B)(6) 2010, possible dlk. Consult with dr increase pf to qhr ou while awake, see dr tomorrow a.m. (B)(6) 2010 stage 2 dlk, discussed wash out today, follow up with dr. (B)(6). (B)(6) 2010, od note flap lift irrigate for dlk prep and drape, procaine and tetracaine. Od first lift flap with sinskey, irrigate bed and back of flap, sponge dry and wet pf 1% place on bed. Epi pushed back with tooke flap replaced, irrigate, bcl. Same procedure for os. Slit lamp exam good ou. Discharge to home (B)(6) 2010. (B)(6) 2010, per affiliate, pt has returned to bcva 20/20.